Event description:
It was reported that the asymptomatic patient presented via merlin.net in backup vvi. The patient was brought in-clinic for further evaluation. A device download was performed successfully. The device remains implanted.